Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed the definitive cause for the reported single leaflet device attachment (slda) could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The initial plan was to implant two clips. The first clip delivery system (cds 90316u176) was advanced to the mitral valve, and the clip was deployed in a central position. The second cds (90316u170) was advanced and the clip was deployed; however, after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). A third clip was implanted for stabilization, reducing the mr to 1-2. The patient was confirmed to have a good outcome. No additional information was provided.